Event description:
Impedance readings on the left side were >4000 at <15ua on all unipolar and bipolar pairs with the exception of c/2 which was 813. The programming was 0-1+, 1v, 90pw, 160 rate with therapy impedance of >4000 at <15ua. The battery measurement was 2.89v. Impedance readings on the right side were all in range; therapy impedance 1105 and 70ua, 5.5v, 90pw, 160, 5- 7+. It was noted that the patient had good therapy, but they were speculating that perhaps the right side may be helping both sides. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
This report is being filed following an internal audit.